Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: capsular contracture baker grade unknown, rupture.

Event description:
Healthcare professional reported left side rupture. Healthcare professional later reported via operative report capsular contracture baker grade unknown. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d9, h6.

Event description:
Healthcare professional later confirmed capsular contracture, baker grade iii.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken assessed as surgical impact opening (shell thickness within specification). Capsular contracture: unable to observe as it is not related to the device. As per the investigation procedures non penetrating nicks were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side rupture. Healthcare professional later reported via operative report capsular contracture baker grade unknown. Healthcare professional later confirmed capsular contracture, baker grade iii. Device has been explanted.